Event description:
The following has been reported by customer: problem: when unit powers on it beings alarming and displays "error 54-0080 !!! Coulombmeter communication" on the screen. Action: referred to technical manual, this error code means 'secondary microcontroller/coulometer power supply board communication'. The solution recommended contacting technical service. Need to contact manufacturer for further repair assistance. Wo left open. Reporting as a conservative measure. Adverse effects were not reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided information, the power supply board has been changed that solved the issue. Despite several requests for device/parts return, no additional information was provided. From complaint description it seems that the cause of the event could be linked to a defective power supply board but this cannot be confirmed without proper investigation test in brézins. However, if we do get information later on we may re-open the complaint and pursue the investigation. To our knowledge this complaint is not being related to patient safety this complaint is considered as: not investigated the trend is: normal.